Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 05-jul-2023. H6: investigation summary: one sample of material number 2420-0500 was submitted for quality investigation. It was reported by the customer that the one of the valves disconnected from the tubing during setup. Evaluation of the extension set shows that the extension set tube separated from the male luer valve. Further visual inspection shows a lack of solvent on the tubing. Quality notification send to manufacturer. A device history record review for model 2426-0500 and lot number 23033008 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. During the investigation the possible root cause of the separation - no leak failure mode was identified. It is attributed to the design of the fixture as this can cause incorrect assembly.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the sterility was compromised. There was no report of patient impact. The following information was provided by the initial reporter: customer reported pump infusion set malfunction while being setup. Attached is the product that failed and the product number with lot number. One of the valves disconnected from the tubing during setup. It looks like the clear valve in the second picture wasn¿t adhered or sealed properly.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the sterility was compromised. There was no report of patient impact. The following information was provided by the initial reporter: customer reported pump infusion set malfunction while being setup. Attached is the product that failed and the product number with lot number. One of the valves disconnected from the tubing during setup. It looks like the clear valve in the second picture wasn¿t adhered or sealed properly.